Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 50 mg/dl, and the meter bg reading was 140 mg/dl. This level of inaccuracy does not present significant clinical risk according to the parkes error grid. The customer reported a low bg level of 27 mg/dl as a result of the inaccuracy and required assistance in obtaining carbohydrates and glucose spray in order to address the issue as the customer was disoriented. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.